Event description:
It is reported that the pt has been having difficulty walking and pain, as well as swelling on the thigh with a tumor-like knot that measure approx 6-7 inches.

Manufacturer narrative:
This report will be amended when our investigation is complete.